Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and vision distortion. The iol was exchanged in a secondary procedure. Additional information was provided by the physician, that the iol was a different model and power. The surgeon's prognosis was corneal edema. The patient¿s symptoms have not resolved.